Manufacturer narrative:
The device has not been returned. Therefore, a product analysis has not been performed.

Event description:
It was reported that when probing the nerve, no sound came from the monitor. Requests for additional information have been made with no response received at this time. There was no injury reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.